Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump.

Event description:
It was reported that the pump began burning or melting. Reportedly, the customer was using non-tandem charging supplies to charge the pump during the event. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.